Event description:
It was reported that the pump screen was dimmed, making it difficult to see the display. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.